Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.

Event description:
It was reported that the 9600+ system would not boot. A backup system was used for the cases. There was no report of pt injury.